Event description:
Additional information later received noted the pump wrapping in the catheter.

Event description:
It was reported that the pump became unstitched in (B)(6) 2014 and the patient experienced ¿screaming pain.¿ it was stated that the pump was only secured in 3 places. When the patient was seen for a refill that month, the pump was found to be upside down. The actual residual volume (arv) was reported as 8ml with an expected residual volume (erv) of 1ml. The patient reportedly could move the pump, but she did not know it was flipped. The pump was manually flipped at that time and the refill was performed. It was also at this time that the patient experienced an increase in spasticity, but not to the point of taking oral baclofen. The patient was then asked to be seen a ¿week or so¿ prior to her third hip surgery to test the pump. At the follow-up appointment, it was determined that the pump flipped again. A surgery was then scheduled for (B)(6) 2015. It was stated that the pocket revision was ¿painful to recover from.¿ the patient was seen on (B)(6) 2015 and the pump contained 20ml and an additional ml was added. The patient was concerned that the pump was over filled. The patient as then asked to return in a few months because there was suspicion the pump was not working. The surgical notes reportedly stated the ¿electronical¿ part of the pump worked, but the patient may not be getting baclofen into her system. The patient either needed to present that she did not need baclofen anymore or the pump had to be replaced. The patient did not want to have another surgery to replace the pump (had 32-34 surgeries in regards to cerebral palsy; patient had third hip revision done in (B)(6) 2014). The patient was upset and wanted to contact the manufacturer representative to determine if the catheter was tested during the surgery. The pump was used to deliver baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the patient's pump was "not working on and off over the timeline of her having the therapy". In (B)(6) 2014 the pump became unstitched and would flop back and forth and then the issues started. In (B)(6) 2014 the patient had a "major unrelated surgery" regarding hip replacements; the patient needed the pump to work and it didn't. It was noted that the second or third time she had the hip replacements the pump did not work and she was on oral baclofen from (B)(6) 2014 and she was "miserable". During this timeframe an x-ray was taken and she was screaming due to spasticity pain; the patient could not get their leg flat on the table. In (B)(6) 2015 surgery occurred to anchor the pump; the pump was tested and it worked. At the time of a scheduled pump refill in (B)(6) 2015 all 20 mls of drug was pulled out of the pump. At the time of a scheduled refill on (B)(6) 2015 again all 20 mls of drug was found in the pump. There were no pump alarms occurring. There was no indication of a stall. A dye study was not planned. As of (B)(6) 2015, the patient did have some spasticity now in her hand but during the second hip replacement surgery she lost feeling in her foot and she did have some spasticity in her toes.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information received reported the pump was flipped multiple times in the pocket. The surgeon opened the pocket, flipped pump and re-sutured it down.